Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6). B5: updated describe event or problem.

Event description:
Synergy china regristry. It was reported that stable angina pectoris occurred. In (B)(6) 2022, the subject was presented with stable angina and was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (lad) with 80% stenosis and was 21 mm long, with a reference vessel diameter of 3.50 mm. The lesion was treated with pre-dilatation followed by the placement of 3.50 mm x 24 mm synergy stent system. Following post dilatation, the residual stenosis was noted to be 0%. Four days later, the subject was discharged on aspirin and clopidogrel. In september 2024, the subject was diagnosed with stable angina pectoris and was hospitalized for further evaluation and treatment. At the time of event, the subject was on aspirin and clopidogrel. Percutaneous coronary drug balloon dilatation and target vessel revascularization was performed, and the event was treated medically. Three days later, the subject was discharged from the hospital and the event was considered to be recovered/resolved. It was further reported that in september 2024, coronary angiography was performed which revealed 70% stenosis in the proximal lad which had previously placed study device was treated with percutaneous coronary intervention. Post intervention, the residual stenosis was 0%. The event was considered to be recovering/resolving.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
Synergy china regristry it was reported that stable angina pectoris occurred. In (B)(6) 2022, the subject was presented with stable angina and was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (lad) with 80% stenosis and was 21 mm long, with a reference vessel diameter of 3.50 mm. The lesion was treated with pre-dilatation followed by the placement of 3.50 mm x 24 mm synergy stent system. Following post dilatation, the residual stenosis was noted to be 0%. Four days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2024, the subject was diagnosed with stable angina pectoris and was hospitalized for further evaluation and treatment. At the time of event, the subject was on aspirin and clopidogrel. Percutaneous coronary drug balloon dilatation and target vessel revascularization was performed, and the event was treated medically. Three days later, the subject was discharged from the hospital and the event was considered to be recovered/resolved.